Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer called with a complaint his wife's true result meter is giving results lower than that of her expected fasting range of 85-120mg/dl. Customer states that she feels well and requires no medical attention. Verified the strips expired 5/13/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 86mg/dl and 87mg/dl fasting. Blood test 2:87mg/dl fasting: yes. Reviewed meter memory: (B)(6). Customers concern: with 50mg/dl on (B)(6) 2015 10:22:00 am. The customer stated it was lower than the results obtained from the meter at the doctor's office which he did not know the exact result or type of meter. Customer does not have the date and the set on the properly meter on the meter. The customer is a new user and only has 3 results in the meter memory.